Manufacturer narrative:
The hill-rom technician found the communication cable was not installed on the wall correctly and the account was using the wrong communication cable. Per the hill-rom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom technician installed the communication cable correctly and inserviced the account on proper cord usage. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was communicating with the head wall intermittently. The bed was located at the account on the 4th floor. There was no pt/user injury reported. (B)(4).